Event description:
It was reported that pump timed out when customer tried to enter carbohydrate amounts, which caused delay in pump therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.